Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient experienced an infusion set tubing detachment during use on (B)(6) 2026. The site of detachment was the tubing connector, and the insertion site was the abdomen. The infusion set had been in use for four days. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.